Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: event site name (B)(6). Hospital.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during power-up of the device, the cs300 intra-aortic balloon pump (iabp) had error codes electrical test failed # 52 and maintenance intervention code # 1. No patient was involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation type, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and confirmed failure via the device logs. Fse resolved the issue by calibrating pressure transducers (atmospheric, shuttle, drive). Functional checks and diagnostic tests were performed. Regular function tests were performed. Repair was completed. The device passed all performance and safety tests according to manufacturer specifications. The device was returned to the customer and authorized for clinical use.